Event description:
It was reported that when attempting to turn the machine on or off, the switch sticks. If it is on, you either have to unplug the machine from the wall to turn off the machine or use extreme force to push the switch to the off position.

Manufacturer narrative:
The units have not been returned for evaluation. Hospital filled 3 MDR's for the same problem at the same time. Contact told us she has to file a given number of MDR's each month or they think she is not doing her job. Units involved are 6 years old. Units have a 1 year warranty. The rocker switches involved are underwriters laboratories listed. Ul endurance test require 6,000 operations at full load. (B)(4), the maker of the switch, states the life expectancy would normally be quite a bit more 10,000 to 50,000 cycles at lease. We do not know if the switches may have been damaged by handling or cleaning during there 6 years of use. This rocker switch has been used for over 10 years in our equipment and we were unable to find any other complaints about this switch on these units in the last two years.